Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low battery alarm. Customer's blood glucose level was 158 mg/dl. Troubleshooting for low battery was performed. Customer advised they replaced the battery of the device 3 different times and continue to experience low battery. Customer had multiple low battery and battery out limit alarms in their alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with battery out limit alarm after battery change and high idle current due to moisture damaged on interface board. No unexpected low battery alarm noted during our testing. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected weak signal or lost sensor alarm noted. No cosmetic damage noted.